Event description:
It was reported that the patient had a primary duracon knee implanted in 1999. The patient had complained of pain in his knee. The doctor decided to operate and exchange the poly insert and patella. When we had the knee exposed, the insert was worn on the medial side. The ps post on the poly had completely broken off, exposing the metal post. The remaining poly was articulating in the ps box of the femoral component. After removing all of the broken pieces, and the poly insert and patella, a new ps 16mm insert and patella were implanted. The femur and tibial components were both stable.